Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the sensor is shorter than usual. Customer cannot recall blood glucose reading. Sensor length was verified after removing it from the body. Sensor will not be returning for analysis.